Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. Our field service engineer investigated the ventilator on site and solved the issue by replacing the dc/dc & standard connectors printed circuit board (pcb). The pcb was returned for further investigation. Simulated use testing of the returned pcb passed the pre-use check and could not reproduce the reported failure. Five restarts has been performed and no technical errors occured. No abnormal found during ventilation for 24 hours. After the ventilation, the pcb passed another pre-use check. Five further restarts have been performed without any problems. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).